Event description:
It was reported that "suction valves keep sticking", no pt injury. The procedure was not extended or altered.

Manufacturer narrative:
When the actual devices were returned, we became aware that the reported problem involved three devices, not just one as originally reported. The two additional reports are being filed at this later date. The need for these add'l reports was identified after the 30 day time frame. A supplemental report will be filed, when the investigation is complete.